Event description:
Reporter reports son has had ongoing issues with the infusion set. On (B)(6) 2020, they admitted pt in the ER, and he spent 3 days in the ICU and almost died because of the failure of the infusion set. Reporter reports, pt was in dka as a direct cause of the infusion set failing to infuse insulin. Reporter reports, MFR does not seem to care about the failure of the infusion set.